Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient was noted to have a 45 degree aorta. The diameter of the annulus was measured as 24mm, the perimeter was measured as 75.4mm, and the area was measured at 422mm^2.the valve was implanted. The non-coronary cusp (ncc) was measured at 5mm. It was noted that one of the retainer tabs from the valve was stuck in the valve capsule of the delivery system. Several attempts were made to dislodge the retainer tab from the device but were unsuccessful. It was noted that once the catheter was removed from the patient, the device raised above the aortic annulus. An attempt was made to re-snare the device a second 27mm navitor transcatheter aortic valve was successfully implanted using a new large flexnav delivery system. The patient status was stable.

Manufacturer narrative:
An event of device migration, difficult or delayed separation, and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that after the valve was fully deployed, one of the retainer tabs remained stuck in the valve capsule (not in the retainer receptacle). Despite troubleshooting, it did not dislodge. When the catheter was removed, the valve migrated. It was also noted that the patient had a 45 degree aorta, the valve appears to be correctly sized based on provided annular dimensions, the implant depth at deployment was 5mm below the aortic annulus, there was no excessive tension in the delivery system at the time of deployment, and the valve was attempted to be snared. The provided videos were reviewed by an abbott senior design/product development engineer. Based on all available information, the reported migration appears to be related to procedural conditions (retained tab stuck in valve capsule, removal of catheter caused device migration). The reported difficult or delayed separation is due to the retainer tab getting stuck in the valve capsule. However, a cause for the retainer tab getting stuck in the valve capsule could not be conclusively determined. It is possible that patient anatomy (45 degree aorta) contributed to this issue. However, this cannot be confirmed. The reported improper or incorrect procedure or method is related to the user snaring the valve. The user was aware of this warning and this violation did not cause or contribute to the reported issues. Therefore, a letter will not be sent to the account to address this deviation.